Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The patient is in chronic atrial fibrillation (af), so the physician opted to program the device from pacing and sensing in both chambers to just pacing and sensing in the ventricle. Thus the ra lead was electrically abandoned. The ICD and ra lead remain implanted and no adverse patient effects were reported.